Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation on her back. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied ointment and (B)(6) to the heat rash. Follow up indicated that the skin irritation improved.